Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead implanted: (B)(6) 2011; (B)(4) heart ring implanted: (B)(6) 2011. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that within one day of implant, the atrial lead was noted to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.